Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that on (B)(6) 2010, the pt obtained a blood glucose reading of "hi mg/dl' (greater than 600 mg/dl). The pt was admitted to the ICU for two days with a diagnosis of dka. Troubleshooting revealed, the pt noted blood at the skin infusion site; and stated there was no scar tissue and the cannula was not bent. The infusion site issue may have contributed to the pt's hyperglycemia. However, as the pt suffered symptoms of severe injury while using the pump and received emergency medical attention and treatment, this complaint is being reported.